Event description:
An elderly female was undergoing a left total hip revision for a painful left hip, femoral loosening and polyethylene wear. During the produre, two threaded k-wires were used with stryker reamers to ream l femoral canal. Both threaded tips broke off the k-wires in the femoral canal. C-arm was used to help visualize the broken tips. An attempt was made to remove the two pieces without success. The surgeon felt that it would cause more trauma to remove and was intentionally left in place. The left femoral canal was irrigated. Upon last x-ray, one of the broken tips was seen and the other was not. It is not known were the other broken tip is located.